Manufacturer narrative:
An event regarding disassociation, metallosis and trunnionosis involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not available.

Event description:
It was reported that surgeon performed a revision of patient's right hip due to metallosis (ion levels unknown, diagnostic confirmation unknown), disassociation of the head from the stem and trunnionosis. Rep reported that the shell was well-fixed and not explanted.

Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of patient's right hip due to metallosis (ion levels unknown, diagnostic confirmation unknown), disassociation of the head from the stem and trunnionosis. Rep reported that the shell was well-fixed and not explanted.